Manufacturer narrative:
Batch review performed on 20 july 2020: lot 1810265: (B)(4) items manufactured and released on 06-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture; the cause of the periprosthetic fracture is unknown. The surgeon cabled the fracture and revised the stem, head, and liner 6 months after primary. The surgery was completed successfully.